Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the patient underwent a permanent implant procedure. During the procedure, high and low impedance was found on the lead. It was also reported the doctor experienced difficulty steering the lead. As a result, the lead was removed and replaced. The replacement lead provided resolution.